Manufacturer narrative:
Manufacturing site: seto factory of asahi intecc co., ltd. (B)(4). The returned catheter was missing its tip. No other significant damage was observed on the catheter. Microscopic observation of the distal segment revealed that the strands of the shaft were disarranged due to excess torsion, and fracture end was twisted. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the provided information and investigation outcome, it was presumed that accumulated torsion exceeding the product's design limit was applied along with catheter manipulation while the catheter tip was being trapped by the heavily calcified cto, and that stress led the catheter tip to be wrenched off and become separated from the catheter shaft. There was no indication of product deficiency. Instructions for use (IFU) states: [warnings] always hold the connector with one hand and turn the catheter carefully while regularly releasing the accumulated torsion of the catheter. Never turn the catheter continuously while holding the connector with both hands or use any other means to apply force. When releasing the accumulated torsion, be sure to open the hemostatic valve on the y connector. Do not turn the catheter in the same direction, either clockwise or counterclockwise, for more than 20 consecutive turns. If resistance is felt while turning the catheter, do not proceed with further rotation even if the 20 turn limit has not been reached. Identify the cause of resistance under fluoroscopy, and take an appropriate action. Never continue the operation without identifying the cause. While rotating the catheter, carefully observe the proximal end of the cover tube (the section of 5cm length from the protector). If any breakage is recognized in this section during rotation, stop the rotation and remove and exchange the catheter while paying full attention. (Continuing rotation may damage or break the catheter or damage the blood vessels. In the worst case, life-threatening adverse effects may result.); [warnings] exercise due caution when turning the catheter continuously in the same direction, either clockwise or counterclockwise, as it may increase the risk of damaging or breaking the catheter or the blood vessels. (In the worst case, life-threatening adverse effects may result.); [warnings] if a strong reaction is felt in the opposite direction of rotation when the catheter is advanced toward or withdrawn from the lesion, the catheter may be caught. Operate the catheter carefully and do not forcefully continue the procedure. (It may damage or break the catheter or damage the blood vessels. In the worst case, life-threatening adverse effects may result.); and, [malfunction and adverse effects] breakage.

Event description:
It was reported that the tip of an asahi penetration catheter became separated during a pci to treat a moderately tortuous, heavily calcified circumferential cto in the proximal rca. Although attempted, two guide wires failed to cross. Then the physician determined to use the subject catheter. Initially it made good progress; however, it became stuck in actual calcified portion. The tip was broken and remained in the lesion. Reportedly, the patient remained stable and asymptomatic after the procedure and already discharged.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.